Event description:
During clinic follow up, the device was interrogated and missing egms were observed. The device was re-interrogated to resolve the event and normal device function was observed. No adverse consequences were reported.